Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an (B)(6) declaration which reported the following information: a customer reported that on the "night of (B)(6) 2007", he/she experienced "nausea and digestive pain although reader showed normal blood glucose levels". It was further reported that on the "night of (B)(6) 2007", there was a "gradual worsening of nausea and vomiting" and the customer also experienced severe asthma while "the reader showed moderate hypoglycemia". On the "morning of (B)(6) 2018", the customer's symptoms worsened and he/she also experienced "neurological problems" and "difficulties with consciousness, severe rapid breathing, and continuing nausea". Customer was taken to a hospital where he/she was diagnosed with "severe diabetic ketoacidosis" and his/her blood glucose level was determined to be "95.1 mmol/l or 16.65 g/l although reader showed 2.5 g/l". Customer was treated with intravenous saline solution and "rapid insulin" (dose/type unspecified). It was further reported customer was "hospitalized in intensive care for continuing treatment" and then transferred to endocrinology at another healthcare institution. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor serial number has been updated based on the case details. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor kits passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received an ansm declaration which reported the following information: a customer reported that on the "night of (B)(6) 2007", he/she experienced "nausea and digestive pain although reader showed normal blood glucose levels". It was further reported that on the "night of (B)(6) 2007", there was a "gradual worsening of nausea and vomiting" and the customer also experienced severe asthma while "the reader showed moderate hypoglycemia". On the "morning of (B)(6) 2018", the customer's symptoms worsened and he/she also experienced "neurological problems" and "difficulties with consciousness, severe rapid breathing, and continuing nausea". Customer was taken to a hospital where he/she was diagnosed with "severe diabetic ketoacidosis" and his/her blood glucose level was determined to be "95.1 mmol/l or 16.65 g/l although reader showed 2.5 g/l". Customer was treated with intravenous saline solution and "rapid insulin" (dose/type unspecified). It was further reported customer was "hospitalized in intensive care for continuing treatment" and then transferred to endocrinology at another healthcare institution. There was no report of death or permanent impairment associated with this event.